Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the item has been passed to our product development engineer for investigation. Functional testing could not identify any deviation to the specifications. After disassembling, all parts were found in faultless condition. Therefore we are not able to determine the exact cause which led to this reported problem. Device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was reported that the blade could not be locked. The pfna system was attempted to be used in a case of femoral trochanteric fracture and intra-osseous fixation. When locking the blade end after the insertion the lock did not work and the inserter came off. This is report 1 of 1 for complaint (B)(4).